Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of its screen going blank and multiple shutdowns, it was noted that there were 12 errors in the error log and also noted that it was a reload condition. It was further determined that the hard drive was at 95% health and noted two reallocation errors. The programmer was to be scrapped and replaced. (B)(4).

Event description:
It was reported that the programmer had a "serious programmer issue" and turned blank during interrogation. After rebooting the programmer, it was able to perform a complete interrogation. However, it continued to power down on multiple occasions. It was also reported that the programmer displayed an error during printing. The programmer was returned for repair. No patient complications have been reported as a result of this event.